Event description:
During an implant attempt of the subject device, capture failure was indicated by the physician, in spite of appropriate psa measurements of the associated lead. A second pacemaker (reply dr - sn (B)(4) reported under MDR # 1000165971-2012-00195) was connected to the lead and capture failure was again indicated. It was reported that a very high pacing threshold was the cause of the reported issue, which was resolved by reprogramming the 2nd device to a higher pacing output.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was mfg and used outside the united states. Analysis is pending.